Manufacturer narrative:
Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent revision surgery due to a fractured locking compression plate (lcp) fibula plate. The original implantation date is unknown. During the initial procedure, the surgeon bent the plate with pliers according to anatomical conditions. Procedure was completed with a twenty (20) minute surgical delay. Patient status is unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown) this report is for a 2.7mm/3.5mm titanium (ti) lcp postlateral distal fibia plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the lcp postlat distal fibula plate 2.7/3.5 (unsterile part: 04.112.113 lot: 7267462, sterile part: 04.112.113s lot: 8474464) was received broken into two pieces, with a transverse fracture located at the dlh1 and dlh2 holes. The complaint condition is confirmed for the lcp postlat distal fibula plate 2.7/3.5 (unsterile part: 04.112.113 lot: 7267462, sterile part: 04.112.113s lot: 8474464) as the plate was broken into two pieces. Per a-2965789 and a-2928512, the plate broke while bending/contouring the plate. It is possible that unintended/excessive torsion/forces were applied during manual contouring/bending of the plate. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot steril-article. Part: 04.112.113s, lot: 8474464, manufacturing site: selzach, supplier: (B)(6), release to warehouse date: 25. June 2013, expiry date: 01. June 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Unsteril-article part: 04.112.113, lot: 7267462, manufacturing site: monument. Manufacturing location: supplier ¿ magnum manufacturing / additional processing, inspection, packaging and release by: monument. Manufacturing date: 03-apr-2013. Part number: 04.112.113, 2.7mm/3.5mm ti lcp postlat dstl fibula pl/6h/left/116mm. Lot number: 7267462 (non-sterile) component part(s) reviewed: part number: 24019, tialnbfi120.00x18.00. Lot number: 7134683. Note: this is a brandywine raw material DHR and does not contain a supplier certification. Supplier is identified as allvac on the lot summary report. Lot summary report dated 18-dec-2012 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Reportability changed from serious injury and product malfunction to product malfunction only. Event corrected event description. Concomitant medical products: retracting concomitant device, as plate broke while bending. Device broke during insertion; device not considered implanted/explanted. Corrected patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery to treat the dislocation fracture. During procedure, the surgeon bent the plate with pliers according to anatomical conditions, however locking compression plate (lcp) fibula plate fractured. The plate was not implanted until then. Procedure was completed with a twenty (20) minute surgical delay. Patient status is unknown. This report is for a 2.7mm/3.5mm titanium (ti) lcp postlateral distal fibia plate. This is report 1 of 1 for (B)(4).